Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: complaint for "patient did not recharge" was confirmed. As received, the ipg would not communicate with lab equipment. The ipg was opened to inspect the battery, and the battery was found in good condition and, did not show signs of leaking. Per event details, the patient did not recharge the ipg for over 4 months. According to the eon mini dfu, there is adequate information for preserving the ipg when not in use. The dfu, page 79, under "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient did not have stimulation. He lost stimulation around (B)(6) of 2011. Patient reported losing his charger due to a break-in of his home and has not charged his ipg in over 4 months. Follow-up indicated that a new mini was implanted and stimulation was captured post-op.